Manufacturer narrative:
Logs showed that all the trending interruption of the visible monitoring parameters were clearly explainable with either stopped ventilation by the user or disconnections. There were no signs visible for a technical problem of the machine. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 experienced ventilation stopped for few minutes while connected to the patient. There was no flow delivered to the patient. As of this time, it was not confirmed if there was patient harm associated with this reported event.